Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01698. It was reported that patient experienced ineffective therapy. Reportedly, the leads had migrated out of the epidural space and coiled at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein, the leads were explanted.